Event description:
It was reported that during a recanalization procedure via contralateral approach, the recon allegedly was not getting into the crosser. It was further reported that the crosser allegedly disconnected from the recon. Reportedly, they had to pull everything out. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiration date: 06/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. H10: g3, h11: d4 (unique identifier (UDI)#), h6 (device) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure via contralateral approach, the recon allegedly was not getting into the crosser. It was further reported that the crosser allegedly disconnected from the recon. Reportedly, they had to pull everything out. There was no reported patient injury.